Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain rating 4 out of 10. The patient¿s pd effluent was cloudy with fibrin visible. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip)vancomycin with a total of five doses (dose and frequency unknown). The culture came back with no growth and the peritonitis was classified as sterile peritonitis. The patient¿s white blood cell (wbc) count was 272 and the neutrophil count was 32. The patient denied taking any antibiotic prior to the culture collection. The cause of the peritonitis has not been determined.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint record to show a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. The culture resulted negative, and the peritonitis was classified as sterile peritonitis resulting in the source of the infection to not be identified. The pd catheter is the source of infection in most pd-related peritonitis cases as it provides a portal of entry to the peritoneum. Most cases result from touch contamination of the catheter or the connections. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain rating 4 out of 10. The patient¿s pd effluent was cloudy with fibrin visible. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip)vancomycin with a total of five doses (dose and frequency unknown). The culture came back with no growth and the peritonitis was classified as sterile peritonitis. The patient¿s white blood cell (wbc) count was 272 and the neutrophil count was 32. The patient denied taking any antibiotic prior to the culture collection. The cause of the peritonitis has not been determined.

Manufacturer narrative:
Corrected information: d.10. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.